Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their dxc7 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc7 700 au chemistry analyzer and identified the probable cause as defective tubing and buffer syringe. The fse replaced the tubing and buffer syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).